Manufacturer narrative:
The t:slim x2 pump is indicated for use with novolog/novorapid (novo nordisk insulin aspart) u-100 insulin or humalog (eli lilly insulin lispro) u-100 insulin. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that an occlusion alarm occurred. During a pump system check, a new cartridge was loaded, and a minimum fill notification was received. A pump air leak was detected. Reportedly, the customer had been using fiasp insulin within the pump supplies. Additionally, it was reported that a cartridge alarm 1 occurred during bolus delivery. Blood glucose level was 240 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.